Manufacturer narrative:
If additional information is provided that changes the outcome of the investigation a follow-up report will be filed.

Event description:
Arcus 20x17 staple kit was opened. Drill bit wouldn't fit through the guide. As the surgeon attempted to drill the bit began to burr into the guide and leave metal shavings into the wound. One of those two items were in the correct size.